Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor passed per specifications with accurate readings.

Event description:
Customer reported his sensor readings are inaccurate. Customer's current blood glucose was 158 mg/dl. As an example, customer stated his sensor reading was 70 mg/dl when his actual blood glucose was 120 mg/dl. Customer was using improper calibration methods by calibrating too many times in too short a period. Customer was advised of proper calibration methods and to monitor the issue. Nothing further reported.